Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
At a routine follow-up in situ measurements showed affected channels. It is unknown if hearing performance with the device is affected. No trauma or illness was reported.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
At a routine follow-up in situ measurements showed affected channels. It is unknown if hearing performance with the device is affected, as the caregiver did not notice any change in responsiveness. No trauma or illness was reported. The recipient was re-implanted.

Manufacturer narrative:
Med-el elektromedizinische geraete (B)(4)and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
At a routine follow-up in situ measurements showed affected channels. It is unknown if hearing performance with the device is affected, as the caregiver did not notice any change in responsiveness. No trauma or illness was reported. There was bilateral benefit with the devices following activation. This device may be re-implanted but no date for revision surgery has been made available.